Manufacturer narrative:
(B)(4).

Event description:
The abbott m2000 system is intended for use in performing nucleic acid testing in clinical labs. It is comprised of the abbott m2000sp and the abbott m2000rt instruments. The abbott m2000sp is an automated system for performing sample preparation for nucleic acid testing. A global service and support engineer on-site at the univ (B)(6) reported that the liquid waste sensor on the m2000sp was physically deformed. The engineer confirmed that there were no signs of any blackening or smell of smoke. (B)(4).